Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart error due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, vibrate anomaly and unexpected restart. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer reported that he had two more unexpected restart alarms but now he has a blank display and cannot get the device to come back up. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. Customer reported that unexpected restart alarm did not occur shortly after inserting a new battery. Customer reported that unexpected restart alarm is recurring during normal pump use. Customer reported that he went to change his set and hit rewind and it started beeping and when he goes to put in a battery is has a steady beeping tone. Customer reported that his battery is not even three days old and he only uses energizer. Customer reported that device is currently beeping. The customer was advised to monitor device and shipped a battery cap. The insulin pump will be returned for analysis.